Event description:
The customer reported that a defibtech lifeline AED displayed service code 7150 and the battery pack was depleted. The issue did not occur during patient use. The customer used an alternate battery to retrieve and submit device log files. No harm was reported.

Manufacturer narrative:
The device log files were reviewed by the manufacturer. Multiple service codes were identified, and the AED was recommended for removal from service. Upon return, the device underwent bench testing. It was determined that the AED was not functional and would not have delivered therapy if needed. Although the original customer report did not involve patient use and was not considered reportable, evaluation confirmed a malfunction that could delay or prevent therapy delivery in a clinical situation. As such, this event is being reported in accordance with 21 cfr 803.50.